Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem pump user guide for basal-iq: "the system is not approved for use in pregnant women or persons on dialysis and has not been evaluated in these populations. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit due to blood glucose (bg) level of over 400 mg/dl and diabetic ketoacidosis. Reportedly, customer was using humalog supplies for over 48 hours. Bg was treated with intravenous insulin and saline. Reportedly, customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.